Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles in the air path.   There was no report of patient harm or injury.    The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleged to seeing particles in the air path related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There is no allegation of serious or permanent harm or injury. Additional information was received about allegation of burning/smoke/electrical odor, device had strange odor. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated. During investigation, observed an unknown dust contaminant inside of blower box, inside of the blower, on blower, blower seal, rear panel and inside of the iso port. A keratin-like substance was observed on the blower box outlet and the blower seal. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. Evidence of sound abatement foam degradation/breakdown was not observed. Product investigation laboratory cannot confirm the complaint of strange odor. The manufacturer concludes that the investigation at product investigation laboratory observed dust/dirt contamination in the airpath, likely from a source external to the device but did not observe evidence of sound abatement foam degradation/breakdown. Given the investigation results above, it has been determined that there is no relationship between the reported symptoms of allergies and the quality issue this time.